Event description:
It was reported that during post-op check, perforation was discovered when device had no rv capture or sensing. Lead was successfully repositioned. There were no further medical procedures or complications. Patient will be followed up normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.